Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide additional information in section b5. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
Additional information was received on 18dec2024: the area was repaired and explored by the vascular surgeon.

Manufacturer narrative:
This report is being submitted as follow-up no. 3 to correct the initially reported g3 date. The aware date of this correction is 30apr2025. Upon an internal review it was found that the incorrect date was submitted in section g3 due to the incorrect aware date captured within the complaint record. Terumo medical corporation has opened a CAPA to address. The corrected aware date is now reflected in this follow-up.

Manufacturer narrative:
D4: expiration date: unknown due to unknown catalog and lot combination. D4: UDI: unknown due to unknown catalog and lot combination. D6a: implanted date: implant date unknown. D6b: explanted date: device was not explanted. E3: occupation: head of service of the angiography team. H4: device manufacture date: unknown due to unknown catalog and lot combination. The product code/lot number combination was not provided by the user facility, which prevented a meaningful review of the device history record. The actual device is not available for return. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that they had an unknown issue with the angio-seal device. The patient developed a local hematoma, and compression was applied.

Manufacturer narrative:
This report is being sent as follow-up no. 2 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint was confirmed for a potential closure complication. The exact root cause cannot be determined. It is possible that a hematoma occurred after use of an angio-seal and surgical intervention was performed to resolve the issue. The device history record (DHR) was unable to be reviewed since a valid lot number was not identified. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).